Manufacturer narrative:
During the subsequent site visit by the field service engineer (fse) the analyzer was inspected, and various diagnostic checks of the system were performed. During the fse inspection, three leaking check valves were identified in the waste handling system and were replaced, which resolved the issue. Tracking and trending did not identify any trends. A review of the ticket service history for the analyzer did not identify any issues that are related to the current complaint. Labeling was found to be adequate for the complaint issue. Based on the available information no product deficiency of the alinity hq processing module, list number 09p68, was identified.

Event description:
The customer reported falsely decreased hemoglobin results generated on the alinity hq processing module on five patients. The following results were provided: on (B)(6) 2025, sid (B)(6), (74-yr old) = 5.33 / 11.4 g/dl, (B)(6) 2025, sid (B)(6), (72-yr old) = 5.53 / 11.3 g/dl, (B)(6) 2025, sid (B)(6), = 7.51 / 15.7 g/dl, (B)(6) 2025, sid (B)(6), = 6.84 / 14.9 g/dl, (B)(6) 2025, sid (B)(6), (87-yr old) = 6.33 / 14.7 g/dl, no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Section a1 patient identifier sids: (B)(6), (74-yr old), (B)(6) (72-yr old), (B)(6), (87-yr old).

Event description:
The customer reported falsely decreased hemoglobin results generated on the alinity hq processing module on five patients. The following results were provided: (B)(6) 2025: (B)(6) (74-yr old) = 5.33 / 11.4 g/dl (B)(6) 2025: (B)(6) (72-yr old) = 5.53 / 11.3 g/dl (B)(6) 2025: (B)(6) 7.51 / 15.7 g/dl (B)(6) 2025: (B)(6) 6.84 / 14.9 g/dl (B)(6) 2025 (B)(6) (87-yr old) = 6.33 / 14.7 g/dl no impact to patient management was reported.